Event description:
Additional information received reported the patient still has concerns with their device or therapy but are working with their manufacturer representative or health care provider (hcp) to resolve the issue. They noted they had an appointment on 2014-(B)(6) for a ¿system re-start¿ but the results of that appointment were unknown.

Event description:
It was reported that if the patient twisted his body and leaned forward, his stimulation would jump from 6.2 up to 7.8. The patient verified that he would still be in group a and program 1 and in the upright position, but the stimulation level was just higher. The patient thought it would be due to position change, but it should have registered a different position. The patient stated he slid on leaves and went down on one knee three weeks prior to the report and this issue started at the time or shortly after. Initially, the patient stated he noticed the stimulation change a couple of weeks prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).